Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident was noted within the first few minutes of treatment. Incident was noted by a blood leak alarm and confirmed with positive hemastix and visually in the dialysate. Blood was not returned to the pt with an estimated blood loss 300 cc as a result of not returning blood from the extracorporeal circuit to the pt. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention was reported per hcp.